Manufacturer narrative:
The company service representative performed a phone fix with the customer and the sales representative. The aspiration performed with no issues, so an on-site assessment was not necessary. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during "quarters" of a cataract extraction procedure there was a problem with aspiration. Additional information has been received.